Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "patient pump was alarming for downstream occlusion when rn went to clear the pump, noticed that there was blood leaking from the cassette down the pump and onto the floor. There was a blood tubing product issue reported at the (B)(6) location. Patient harm: no". A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.